Event description:
A technician reported a pt with an unexpected postoperative refraction and no cylinder correction in the right eye following bilateral interocular lens (iol) implant surgery. An unapproved viscoelastic was used during the procedure. In a follow-up, the surgeon reports the event continues and does not blame the lens. There are two medical device reports associated with these events. This report is for the right eye.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval; the device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. An unapproved viscoelastic was used during the implant procedure. Additional info was requested 02/08/2010 and 02/22/2010 by phone, fax and mail. Additional info was received 02/23/2010 and 02/26/2010 by phone. A completed questionnaire was received. (B) (4). (B) (4). (B) (4).